Event description:
The customer stated test results on the architect c16000 system were incorrectly associated with the subsequent sample. For example, sample 1 showed the results from sample 2, sample 2 showed the results from sample 3, etc. The robotic sample handler (rsh) generated error codes 0274, tray in bay (x) was removed before access was granted, and 0526, empty tray detected in bay (x), indicating that the operator had inappropriately removed a tray from the rsh. Code 0304, transporter error also occurred. The rsh went to stopped status while the processing module remained in running. The operator ordered reruns from the exception screen and began to run again. The operator suspected an aberrant result on a sample and stopped the run. Review showed that the results were incorrectly associated with the subsequent sample. Sample #18 had the results from sample #19. The operator found 28 consecutive samples that were affected. Thirteen of the results had already been reported to the doctor, but no impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Four conditions were identified that can lead to a stop of the robotic sample handler (rsh) when the sample is presented to the chemistry module for aspiration: removal of a tray from a routine bay while the access indicator is amber; - opening an rsh cover while the rsh is in the running state; - user requesting stop either on the rsh keypad or from the snapshot screen on the system control center; - a non-recoverable hardware failure of an rsh mechanism. Investigation of the issue discovered a timing-dependent defect where the tray-removal does not cancel the sample-arrival message that was to be sent to the clinical chemistry module. This condition causes the module to receive an erroneous sample arrival for tests/samples that were previously deleted when the rsh notified the interface software of the tray removal error condition. After a substantial delay the module sends an equally erroneous sample free message that causes the rsh to index the carrier to the next position. At that point the sequence of sampling is off by one carrier position. The issue was identified in software version 3.00 for the architect c16000 system, but all software versions that supported an interface to the c8000 and/or the c16000 and rsh are susceptible to this issue (v2.00, v2.01, v2.02, v2.03, v2.10, v2.11, v2.20, v2.20 db update, v2.60, v2.30, v3.00 and v3.10). The issue can occur on the c8000 and c16000 systems since the rsh and the interface software are common to both configurations. The issue was found to be due to a timing- dependent defect where the tray removal would not cancel the sample-arrival message that was to be sent to the chemistry module. Labeling: the architect system operations manual contains descriptions of the use and function of the rsh in section 1. Status indicators indicates the status of sample processing and when the operator can access samples. A steady amber light indicates that samples are processing and cannot be accessed. Section 5: operating instructions; subsection: sample management provides procedures for loading samples onto the rsh for processing. The procedure "access a sample with tests in process" advises the operator to perform this procedure to suspend a bay on the rsh when immediate access is needed to a sample that is being processed. Improper removal of a tray from the rsh will cause the system to generate error code 0273 (removal from the priority bay) or 0274 (removal from the routine bay). The stopped status for the rsh is described in table 1.3. Conditions for the rsh to be stopped include:- the operator has selected f6- stop from the snapshot screen or the stop key on the sample handler keypad;- one of the rsh covers was opened while the sample handler was running;- sample handler detected a fatal error while processing. The operator is advised in section 7: operational precautions and limitations to "keep all processing module and sample handler doors closed and covers in place unless instructed otherwise in a maintenance or troubleshooting procedure" while operating the system. Opening a cover during operation will result in the generation of error code 0709, rsh stopped, cover opened. Troubleshooting assistance for all error codes is provided in section 10: troubleshooting and diagnostics.